Event description:
It was reported that the patient¿s device had high impedances on electrodes 0-7. The patient also had less than 50% therapy relief. The device was reprogrammed and the patient then had good relief. The patient¿s status was stated to be alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-29, lot# n213163, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).